Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. The customer and the hcp alleged that the pump was delivering too much insulin. The customer's husband assisted customer to drink soda to address the low. Additionally, the customer passed out and broke a leg due to the low bg and was taken to the hospital. The customer was removed from the pump and bg levels were monitored while at the hospital. The customer was released from the hospital one month later with no permanent damage. The customer has since discontinued use of the pump and did not specify what was being used for insulin therapy. Customer declined to troubleshoot with tandem technical support to determine a potential cause.